Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient presented to the emergency department with st-segment elevation myocardial infarction. The patient had an intravenous (IV) set in their left antecubital. The patient was transferred to the cardiac catheterization laboratory and had their cannula flushed, assessed, and determined to be functional. During the procedure, a normal saline bolus was ordered and the IV pump ran at 800cc/hr. A bivalirudin bolus was given via the left antecubital cannula. An active clotting time test was taken after the bivalirudin administration. The test result was not consistent with systemic anticoagulation. The patient's hand was evaluated, and "significant swelling" was observed at the site of the cannula. According to the reporter, the pump did not generate an alarm for "downstream occlusion". No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. This device was tested for downstream occlusion detection and was able to properly detect a downstream occlusion. The downstream sensor was determined to be within specification. The event occurrence date was not provided. A review of the event history log showed no infusions of bivalirudin programmed throughout the log. There were no abnormalities observed in the event history log that could cause or contribute to the reported problem. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The customer allegation describes an extravasation of fluid and lack of a downstream occlusion alarm, however the spectrum iq pump is not designed to detect an infiltration or extravasation. Per the following warning found in the spectrum iq operator's manual: "the spectrum iq infusion system is not intended to replace clinician patient observation. The pump was not designed nor is it intended to detect infiltrations or extravasations. Failure to meet the conditions above could result in an inaccurate or improper infusion delivery, resulting in serious injury or death." Should additional relevant information become available, a supplemental report will be submitted.